Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The received maude report stated, the tines of a 5 mm toothed allis grasper kit broke off after md placed the instrument into the abdomen of the patient during lap cholecystectomy case. All of the instrument was removed under direct visualization by md. What was the original intended procedure: laparoscopic cholecystectomy? The customer additionally reported, it was unknown the usage of the device, the lot number is not available, there was no patient injury, the procedure was completed as planned.

Manufacturer narrative:
(B)(4): one (1) (B)(4) device was received for evaluation. Evaluation by the product engineer and the quality engineer confirmed the reported issue. On visual observation it was noted that the device was extremely aged, (B)(4) years old, as indicated by the faded etching of ¿b99¿. A closer look revealed the ¿snowden pencer ¿and the date code of ¿b99¿ etched on the handle was shiny in appearance which is not of bd¿s craftsmanship and was almost completely buffed off as indicated by the different surface on that side of the handle. There also was an unknown etching designated by ¿0311r¿ on the tube of the device which was not of bd. Further visual examination revealed that the jaw part was broken at the link in the clevis area. The jaws, link, and tube was also determined to be not of bd parts; therefore, the device was subjected to a third party repair. This was also confirmed by a review of a (B)(4) device from inventory against the returned device. The root cause of this reported failure is due to an improper third party repair. With the exception of the actual handle and the rotation knob all the remaining parts were modified by an unknown source. It has been recommended for the customer to review the products information, IFU (B)(4) for proper care, handling, maintenance and repair service instructions. Bd will continue to trend and monitor this reported issue and for this product family.